Event description:
The manufacturer's representative reported the ventilator alarmed and went vent inop during a demonstration in a hospital. Review of the diagnostic log history indicated a vent inop occurrence due to a data acquisition pcba adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation if in use on a patient and have the ventilator serviced.

Manufacturer narrative:
(B)(4) = device under evaluation.